Event description:
It was reported that the surgeon used resorbable allograft bone void filler to repair a calcaneal fracture, and the patient's foot "never really healed." Approximately 12 weeks post-op, a revision procedure was performed, and the graft material reportedly "had become a granular, sand-type material and was no longer solid." It was not indicated whether the graft material was explanted at that time. Approximately 15 months later, the patient reportedly required an additional revision procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). This medwatch report was completed using the information provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the information not having been provided. Without additional device information, no review of the device history record was possible, and we are unable to determine a definitive cause of the reported event.